Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-14810, 3006705815-2022-14811. It was reported that the patient was experiencing pain at the ipg site and their leads had migrated. X-ray confirmed the lead migration. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2022 during which the pocket was revised and the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.